Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted and replaced for battery malfunction. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the device had reached elective replacement indicator on (B)(6) 2019 due to normal battery depletion.